Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user states wicks were leaking, found out that the system may not be suctioning properly as urine takes a while to go into the kit. Asked to t/s, pt unavailable to do, provided cs ph # and informed he could c/b tomorrow for a t/s. User state they used a bunch of wicks due to the system not suctioning properly - he is going to see how many exactly were used and would like them replaced as well. Used with male wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user states wicks were leaking. Found out that the system may not be suctioning properly as urine takes a while to go into the kit, asked to t/s, pt unavailable to do. Provided cs ph # and informed he could c/b tomorrow for a t/s. User states they used a bunch of wicks due to the system not suctioning properly - he is going to see how many exactly were used and would like them replaced as well. Used with male wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared)